Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient began treatment with unknown antibiotics. The cause of the peritonitis was unknown. The action taken with dianeal therapies was not reported. On an unknown date the patient passed away. The cause of death was not reported. It was not reported if the patient was recovered from peritonitis prior to death. It was not reported if dianeal therapies were ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (Previously reported as patient death; this event is a serious injury only.) The exact date of the event was not provided; it was reported that the peritonitis event occurred at ¿the end of (B)(6) 2014¿. The peritonitis was manifested by cloudy effluent, vomiting, pain, and difficulty breathing. The patient was intermittently hospitalized for peritonitis for approximately one month with admission duration of four days, then seven days, and then ten days. The patient was treated with unspecified antibiotics (duration seven days, dose, frequency, and route unknown) for peritonitis. Peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis therapy. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).